Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline had not been placed in a bend when it failed to open. The tip of the catheter didn't move during deployment and the stent didn't jump. There had been no driction during delivery of the first stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the first pipeline had difficult delivery and the second pipeline did not fully open distally and could not be resheathed. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right ica. The max diameter was 7mm, and the neck diameter was 5mm. The patient's vessel tortuosity was moderate. The landing zone was 3.2mm distal and 4.3mm proximal. The access vessel was the femoral artery. Dual antiplatelet treatment was administered. It was reported that access was difficult and the doctor was unable to get good stable distal access. The doctor was able to deploy the first pipeline without too much trouble but the stent landed just distal to the proximal edge of the aneurysm. The doctor needed to treat with another flow diverter. The pipeline had many difficulties deploying this stent. The stent was lazy to distally open, but the mid section opened perfectly. The doctor tried to resheath the device to open the distal braid, but was unable to resheath. They were pulling the delivery wire and advancing the phenom microcatheter, but nothing was happening to the stent. They checked the access and saw the long sheath and neuron guide had collapsed into the arch. The doctor fixed the access and got the neuron back into the ica. They went to resheath but was still unable to with a lot of force. They then tried to deploy more of the stent, but was unable to do anything with the stent. Unable to deploy or resheath, they advanced the neuron as distal as they could and pull the stent out. The pipeline and the phenom microcatheter were replaced. The pipeline had become stuck in the distal part of the catheter during resheathing. The physician released the load/slack in the system, but this did not resolve the issue. It was noted that the distal part of the catheter was stretched. There was no damage to the pushwire.  A continuous flush had been administered. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include an infinity long sheath, neuron 070 guide catheter, phenom 27 microcatheter, and synchro standard guidewire.